Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Initial resistance testing found the lead was electrically continuous, however visual observation found an abrasion on the insulation that was exposing the rate/sense coils approximately 27cm from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region and contributed to the observations of decreasing impedances seen in the field.

Event description:
It was reported that this right ventricular (rv) lead had a decrease in pacing impedances from implant, where the value was down from 700 ohms to 261 ohms. There was no noise on stored events or presenting egm. The r-wave had also diminished 10 mv to 5-6mv range. The patient does not pace, however technical services recommend isometric/pocket manipulation and sample impedance. The system remains in-service at this time, and it was discussed to perform further troubleshooting at the next visit. No adverse patient effects were reported.

Event description:
Additional information was received that this rv lead was explanted and replaced due to issues with low pacing impedances. No additional adverse patient effects were reported.